Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in an unknown position was placed under consideration for a valve-in-valve procedure after an unknown implant duration for unknown reason. A 29mm transcatheter valves was planned to be implanted within the existing edwards surgical device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 30-years-old patient with a 27mm perimount valve implanted in pulmonary position underwent re-intervention for a valve-in-valve (viv) procedure after an implant duration of eleven (11) years and five (5) months due to valve degeneration leading to stenosis. The patient presented with chest pains and edema before valve replacement. A 29mm transcatheter valve was implanted within the existing edwards surgical device. The patient outcome was successful and was noted as to be discharged.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.